Event description:
Received information stating that a hospital nurse heard an alarm, walked into the pt's room and found that the ventilator's power switch was in the off position. A covidien customer service engineer (cse) inspected the device. There was no indication of the device malfunction and the device passed all performance verification and extended self testing.

Manufacturer narrative:
Covidien, has been in contact with hospital. A follow up MDR will be sent to the FDA should further information become available.